Event description:
During a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. After substrate mapping was performed in the left ventricle, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. An echocardiogram confirmed the cardiac tamponade had resolved. The physician stated there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac tamponade was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.